Manufacturer narrative:
This MDR is being submitted due to the reported dyspareunia or pain during sexual intercourse described by the patient after initial placement of the acell device. The device was not explanted and it is not available for evaluation. The patient has not been treated for dyspareunia. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with acell's operating procedures and federal, state, and local laws and regulations. There were no reports of device failure at the time of initial surgery.

Event description:
Acell, inc. Became aware that a clinical study participant is experiencing dyspareunia or pain during sexual intercourse after rectocele repair with an acell device on (B)(6) 2017. It is the opinion of the surgeon that the acell device is possibly related to the adverse event. Surgeon thinks scar tissue may have formed during remodeling of graft or it could be due to the rectocele repair. The site of vaginal pain is the anterior wall. The surgeon hypothesizes the change of axis of vagina puts more force on anterior vaginal wall due to lack of flexibility in the posterior wall. Patient has not been treated for the dyspareunia.